Manufacturer narrative:
(B)(4) relates to (B)(4) for the reported event of strain relief rusted. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that an endostat foot switch was used during a procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the strain relief on the cable of the endostat foot switch was found to be rusted and the cables had been pulled into the foot switch. The procedure was completed with this device. There were no patient complications reported as a result of this event.